Event description:
The instrument became lodged in the distal femur, causing a 45 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.